Event description:
Endologix bifurcated graft introducer failed during deployment and broke. A piece of the device retained in aorta causing need to convert to open procedure. Massive bleeding. Pt ultimately expired in sicu 24 hours post-op.

Event description:
Endologix bifurcated graft, (B)(4), serial number (B)(4), introducer failed during deployment and broke. A piece of the device retained in aorta causing need to convert to open procedure. Massive bleeding. Pt ultimately expired in sicu 24 hours post-op.